Event description:
Tisseel dripped from syringe to applicator tip but did not drip on the site. We also had an incident in which another spray applicator did not work. The tisseel seal dripped out of the applicator onto the drape, which did not allow the doctor to use the product on the patient.